Event description:
It was reported that a patient presented to the emergency room with pre-syncope. Device interrogation revealed oversensing noise on the right ventricular (rv) lead resulting in high ventricular rate episodes. The physician elected to program the traditional pacemaker system to bvvi40 and implant an aveir vr. The patient was stable before, during, and after the procedure.